Event description:
It was reported the pt is experiencing a stinging sensation at the ipg site. The pt is scheduled to discuss the issue with her doctor. Attempt to gather add¿l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.